Manufacturer narrative:
It was indicated by the customer that the sensor used during the reported event has been discarded; and therefore, could not be returned to masimo for evaluation. A video was made available to masimo. The sensor in the video appeared to be a lncs sensor. During evaluation a lncs sensor (pn-2329) was connected to the customer returned rad-8 and exposed to ambient sunlight. Occasional readings are obtained while sensor is off finger. The lncs sensor directions for use state: high ambient light sources such as surgical lights (especially those with a xenon light source), bilirubin lamps, fluorescent lights, infrared heating lamps, and direct sunlight can interfere with the performance of the sensor. To prevent interference from ambient light, ensure that the sensor is properly applied, and cover the sensor site with opaque material, if required. Failure to take this precaution in high ambient light conditions may result in inaccurate measurements.

Event description:
It was reported that the unit is giving "false readings" when the sensor is off patient and sitting open to ambient light. Customer states that the patient turned the unit on but the sensor was not yet applied and the sensor started reading values while exposed to ambient light. There was no patient involvement.